Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during a robotic cholecystectomy with common bile duct exploration on (B)(6) 2025. There was no visualization when the scope was plugged in. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown.